Event description:
The customer reported blinking power led's which could indicate a power related issue. No pt involvement was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.